Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 284-353 mg/dl. The customer either changed the infusion set site location or changed all of the supplies on the pump and then delivered a bolus to address the bg level. In an attempt to resolve the occlusions, the customer tried using a different type of infusion sets. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.